Event description:
Reportedly, one day post implant it was noted the iol rotated and the ideal visual target was off. One month later, the lens was explanted and a second lens of the same model different diopter was implanted. The surgeon later confirmed there was a 45 degree rotation with no history of zonular weakness or trauma. In the surgeons opinion the most likely cause of the event is the patient's prior keratoplasty refractive surgery.

Manufacturer narrative:
The device was returned in two pieces and was torn across the optic. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The device history record (DHR) review, did not find any anomalies or non-conformities related to the reported event. Based on the available information and in the physician¿s opinion the most likely cause of the event is patient¿s previous keratoplasty refractive surgery.